Event description:
It was reported episodes of noise were observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended lead replacement. No intervention was performed at this time. The patient was stable and will continue to be monitored.